Event description:
It was reported by the hospital contact that during a stent assisted coil position surgery, the surgeon put the prowler select plus mc (606s255x/15984784) in place then advanced the stent (enc452212/10380624). The surgeon felt friction where the stent has not reached to the neck. The surgeon had to remove the stent and mc as a unit and changed new stent (details unknown) and mc (details unknown) to complete the surgery. There was no report on patient injury. The patient is male and (B)(6) years old, had (B)(6).

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). UDI: gtin unavailable, product made prior to compliance date; (B)(4). Concomitant medical products and therapy dates: prowler select plus mc (606s255x/15984784); new stent (details unknown); new mc (details unknown).

Manufacturer narrative:
It was reported by the hospital contact that during a stent assisted coil position surgery, the surgeon put the prowler select plus mc (606s255x/16084669) in place then advanced the stent (enc452212/10380624). The surgeon felt friction where the stent has not reached to the neck. The surgeon had to remove the stent and mc as a unit and changed new stent (details unknown) and mc (details unknown) to complete the surgery. There was no report on patient injury. The patient is male and 62 years old, had tb. It was unknown if there were any damages noted on the stent after use. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. The products will not be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. (B)(4).